Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to possible right ventricular (rv) defibrillation lead noise. Upon review, two 41j shocks were delivered and a large deflection was visible on both the rv and shock channels after each delivered shock. It was noted that the post-shock output in the rv and ra was 5v @ 1ms. In addition, the patient remained in atrial fibrillation (af) throughout the episode. When the device entered atrial tachy response (atr), the fallback mode was ddir. The af was intermittently undersensed followed by an inappropriate atrially paced beat. In addition, intrinsic beats and oversensed crosstalk signals were falling into blanking and followed by inappropriate ventricular pacing, often times resulting in non-capture due to pacing into the blanking period. Technical services (ts) reviewed troubleshooting options including lead integrity evaluation. This ICD system remains in service. No adverse patient effects were reported.